Event description:
I have had a lot of health issues since my first surgery for a hernia repair in 2002, months after having the mesh put in, I had severe abdominal pain, constipation, vomitting, have had part of my colon removed, I have been told my insides look like they were super glued together. I had a second surgery to fix what I was told was causing the problem, another hernia, and had mesh put in again and just found out I had the same thing put in again that has caused all the problems to begin with. I have been to more drs. And have had every test possible trying to find out what the problem is and why I am in so much pain all the time, I am currently living on percocet, lyadel patches, and going to see a pain management dr next month. I am also talking with a dr about having surgery soon to remove the most recent batch of mesh. I have lived the last 6 yrs trying to find out what was wrong with me, I have seen close to 40 drs and have had the door slammed in my face and the runaround to the point I don't trust any dr or hospital, most drs have no idea what to do about it so they won't touch you and no test shows the damages and then they think, it is adhesion disorder, and surgery is all they will fix, that and the more surgery to take out the mesh causes more problems, I have been pushed to the point of thinking I was crazy, but if you all listen you will hear the same story over an over, the pain is off the charts. This mesh is horrible!!! It has ruined my family's and my life. I haven't been on vacation in 6 yrs because I'm afraid of being away from my primary dr, since he is the only one who has a clue as to what is really wrong, and will admit it. Meshoma, it even has a name, please take all mesh products off the market, no one deserves to live, or should I say die this way. Who knows what our future holds, we were all treated like guinea pigs, and only the future will tell, I pray we will all find peace soon and something is done about this stuff. Please remove meshes, our bodies can't cope with these foreign products.